Event description:
The needle was fractured during bone biopsy for osteoid osteoma. The fractured segment was surgically removed. A handgrip was used. Also a hammer was used because the lesion was hard.